Manufacturer narrative:
Preliminary analysis revealed that the first software upgrade had partially failed and corrupted software management database (due to external interruption). But the next upgrade had recovered database successfully.

Event description:
On (B)(6) 2016, after the installation of the smartview software version (2.54) into the subject programmer, the software version field was empty in the ¿information¿ screen after the re-installation of the software, the issue remained the same. No expertise files were available for export. On (B)(6) 2016, the subject programmer was re-checked. The software version field was correctly filled in with the sv 2.54 and expertise files were available. Investigations are required.

Event description:
On (B)(6) 2016, after the installation of the smartview software version (2.54) into the subject programmer, the software version field was empty in the ¿information¿ screen. After the re-installation of the software, the issue remained the same. No expertise files were available for export. On (B)(6) 2016, the subject programmer was re-checked. The software version field was correctly filled in with the sv 2.54 and expertise files were available. Investigations are required.

Event description:
On (B)(6) 2016, after the installation of the smartview software version (2.54) into the subject programmer, the software version field was empty in the "information" screen. After the re-installation of the software, the issue remained the same. No expertise files were available for export. On (B)(6) 2016, the subject programmer was re-checked. The software version field was correctly filled in with the sv 2.54 and expertise files were available. Investigations are required.